Event description:
Patient presented for re-evaluation of cardiac anatomy. Procedure revealed that intervention was required and a 2.5x23 cypher stent placed at the ostium of the left anterior descending. Patient was discharged. Patient returned the next day to the ed complaining of sub-sternal chest pain. Patient was taken to the cath lab for an immediate intervention. Procedure revealed 100% occlusion of the proximal left anterior descending within previously placed stent.